Event description:
Patient got out of bed in the middle of the night and either fell, tripped, fainted(per patient's daughter). She alledgedly landed on the continuous passive motion device, which she left on the floor, and severed her ear(or may have fallen on broken glass, per patient's son-in-law). The ear was surgically reattached. Upon most recent follow-up with the patient and ear are healing well and there will be no permanent injury.